Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin was having diffuculty exiting the infusion sets. Customer experienced bent cannulas. Customer stated that the insulin pump did not alert her that the insulin flow was interrupted. The blood glucose reading is high. Customer treated with manual injection. Nothing further reported.